Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, mid left anterior descending (lad) artery the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced with anatomical resistance but failed to cross the lesion. After several failed attempts to cross the lesion, the device became separated at the proximal hub and was removed from the anatomy on the guide wire without reported issue. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.